Manufacturer narrative:
This report is submitted on may 15, 2018, (B)(4).

Event description:
Per the surgeon, the patient experienced pain and swelling at the implant site intermittently. Subsequently, the patient was treated with oral antibiotics. Following treatment the symptoms reportedly improved but continue to exist. The implanted device remains, and the patient is being clinically managed by their healthcare provider.